Event description:
Boston scientific received info that this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted with no issues, and defibrillation threshold (dft) testing was successful. The device was then reinterrogated to complete optimization, which also appeared successful. However, when the device data was printed, an error screen was displayed on the programmer. The continue button was selected and the data then printed. The programmer session was ended and the device was reinterrogated, and the error message reappeared. The continue button was pressed again and the interrogation was completed normally. The device data was saved to an sd card and was submitted to technical services for evaluation. Engineering review of the device data confirmed the reported series of events leading up to the error message. It was noted that the device timed out while attempting to perform the capacitor dump activity as part of the lead impedance measurement. This led to the alert screen presenting on the programmer during the session and to the CT error code on the printed report. This error code cannot be reset, meaning that the device will continue to display the CT error code on printouts and will display the error screen upon each future interrogation. Also the device will emit beeping tones on a periodic basis. The device is able to deliver therapy in this state; however, device replacement as recommend due to the error. The device was explanted and replaced. No additional adverse pt effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This device was thoroughly inspected and analyzed upon receipt at our qa lab. The device was successfully interrogated and review of the device memory confirmed a charge time-out fault was recorded. The internal s-ICD firmware event log indicated that the device was unable to fully discharge the high voltage capacitors prior to performing a lead impedance measurement. The device will issue a charge time-out error if the energy cannot be fully dissipated within a defined time period. Engineers were able to initially replicate the reported clinical observation of a charge time-out code by performing a manual lead impedance test after charging the high voltage capacitors. This test was repeated once the device case was opened; again, a charge time-out code was observed. Unfortunately, subsequent detailed electrical/functional testing of the device's internal components could not be performed as this charge time-out condition was no longer repeatable, preventing further characterization. As a result, the root cause for the observed charge time-out code could not be determined. This report is being filed to update the MDR report # from the interim MDR number of 9912058-2014-00101 to 3009448963-2014-00243.